Event description:
Patient status post a transvaginal anterior mesh and miniarc sling with mixed urinary incontinence and a 3 x 3 centimeter anterior vaginal wall mesh erosion. She also has had pelvic pain along with chronic constipation. She had received physical therapy which has improved her pain and her urinary control, but she has had persistent vaginal bleeding and spotting and is unable to have intercourse because of the mesh erosion.